Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found upon visual inspection that both pins were bent to one side. There was no damage to the housing or chassis. The evidence was inconclusive, but the bent damage was likely due to mishandling/misuse. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .472 - .256 in length and were aligned with the tube axis. The scratch marks were not very deep. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the maryland bipolar forceps instrument cautery connection tips were bent (on the blue housing) during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.